Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could identify a root cause. In addition, a failure to follow the dfu was also indicated by the use of an unapproved viscoelastic used with the approved lens/cartridge combination. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome (2 diopters of cylinder) following intraocular lens (iol) implant surgery. Additional information was received from the technician that the event continues. It was indicated an unapproved viscoelastic was used during the surgical procedure.